Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified: flat creases, brown particles, nick striated, curved opening with striated edge, and in the same opening observed a sharp edge (a dimension measurement in the shell was performed which identify the thickness within specification) and a weight test of the explanted material was verified and it was underweight. Based on the device analysis the final assessment is: curved striated opening assessed as surgical damage. Curved sharp opening assessed as unidentified(tear) opening.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.